Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation identified the cause of the reported event to be the steering relay board. The steering relay board needs to be replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pre-check, the unit's cut was activated automatically and they found that steering relay was defective. There was no patient involvement.